Event description:
Customer reports sets are leaking chemo during pt use after releasing the roller clamp. Both nurses and pts have been exposed to chemo, however, no medical intervention was required. Reporter states exposed areas were cleansed and chemo was cleaned with a spill kit.